Manufacturer narrative:
This initial emdr report is being filed for like products reporting. The manufacturer's codes for: method; results; and, conclusion - are pending completion of the manufacturer's product/complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA, which will include manufacture's codes for: method; results; and, conclusion.

Event description:
After being primed the surgeon went to insert and the trailing haptic snapped leaving some in cartridge. The lens had to be cut out. Patient impact: only lengthening of procedure.

Event description:
After being primed the surgeon went to insert and the trailing haptic snapped leaving some in cartridge. The lens had to be cut out. Patient impact: only lengthening of procedure.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit corrected and additional information not available/included in the initial report. Model # - corrected to "isert 251 (+20.00d)"; and, added UDI number report source: added "company representative" type of report - indicated "follow-up #1" type of follow-up - indicated "correction" and "additional information" device evaluated - corrected to "yes" event problem and evaluations codes: added codes for: method; results; and conclusion. Device evaluation and risk analysis results the device was returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was ejected out from the injector tip. One of the haptics was broken at blue pmma tip and stuck inside the cartridge tip. The slider and rod could advance fully. Trace of lubricant was found inside the cartridge tip. Power indicated on the preloaded return injector and outer box was +20.00d but +19.50d was in the complaint form. No abnormalities were found in the production and inspection records of the product. Exact root cause could not be determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.